Event description:
The manufacturer received information alleging a ventilator did not pass service testing. There was no harm or injury reported. The device evaluation is ongoing. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator did not pass service testing. There was no harm or injury reported. During the evaluation of the device at a third party service center, the device failed a test step due to a defective machine flow sensor. The machine flow sensor was replaced to resolve the issue. Additionally, no errors were found in the device error log. The air inlet filter was replaced for preventative maintenance.